Event description:
Arcon silikon oil 1000 was used for retinal detachment repair surgery in "(B)(6) 2022". Patient saw 20/20 on day of surgery. Post surgery, retinal atrophy. Surgical oil removal in "(B)(6) 2022" - first poor/blurry vision. Developing cataract. Post cataract removal in "(B)(6) 2023", central vision loss confirmed and implication on optic nerv. Patient sees 20/400 with central vision loss. Investigation re further complications is ongoing. Silikon oil was supplied by (B)(6) hospital.